Manufacturer narrative:
No¿critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1 / pcba 2 / force sensor / motor]. Pump error 4 alarms noted on the pump history/trace files on (B)(6) 2021 at 13:48:41.000 and at 13:49:31.000. Pump error 43 alarms noted on the pump history/trace files on (B)(6) 2021 at 13:30:37.000, 13:40:05.000, 13:45:24.000, and at 13:48:40.000. Force sensor zero offset (within) specification (22.6mv). The motor was tested outside of the device and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer ring, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Critical pump error (open book image) alarm not confirmed. Moisture exposure confirmed on the [pcba 1 / pcba 2 / force sensor / motor]. Pump error 43 alarms confirmed in the pump history files on 05/13/2021 due to corroded motor home switch. Pump error 4 alarms noted on the pump history/trace files on (B)(6) 2021 due to moisture damage on the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm while taking bath. Customer reported that the insulin pump had open book image on the screen. The insulin pump had other insulin pump error. Customer mentioned that there were no any other alarms displayed prior to open book image on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.